Manufacturer narrative:
The customer reported that the AED is flashing red and prompting an error code of " AED error or warning; battery replace now warning". The AED maintenance frequency is monthly by performing a battery pack self-test (bpst). Troubleshooting of the AED with the customer identified that with a new battery the service code was cleared with a manual self-test (mst). Based on the information given, the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and prompting a battery replace now warning. The customer did not report this occurred during patient use.